Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade I, "folding," and "put the same implant back in." Surgical treatment occurred.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.1., b.5., b.7., h.1., h.6.